Manufacturer narrative:
The actual complaint product was not returned for evaluation. The lot number is unknown. A trend related investigation is currently in process. Upon completion, a follow-up medwatch will be filed. (B)(4). The manufacturer internal reference number is (B)(4).

Event description:
It was reported that a patient experienced a corneal erosion and corneal edema associated with the use of the lens care solution. No further information was provided.